Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level was "high"; although specific value was not provided, and cause was not known. A correction bolus was delivered to address bg. It was also reported that the customer experienced a blood glucose (bg) level of 46 mg/dl. Reportedly, customer overcorrected via bolus delivery for a prior bg level. Bg was addressed via consumption of carbohydrates. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.